Manufacturer narrative:
5/8/97-supplemental report #1 submitted to FDA.

Event description:
During an unspecified procedure on the colon. The instrument did not contain staples. The surgeon used another instrument to complete the procedure. No pt injury reported.